Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive after water exposure and was unable to pass verify screen. The patient denied damage to the keypad and noted mist behind the display screen. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During investigation, the pump did not power on due to moisture ingress. The keypad button responses could not be tested. There was visible moisture behind the display screen and in the pump. A case seal leak was found during a leak test.